Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing, inadequate capture, high thresholds, fracture. During procedure to explant the physician struggled due to occlusion of the vessel, the lead was capped successfully. The patient was doing well post procedure.